Manufacturer narrative:
The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms were noted. The insulin pump was received with unresponsive up arrow buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Analysis was unable to perform prime test due to keypad anomaly. The insulin pump was received with cracked case at lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The hcp reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 229 mg/dl. Troubleshooting was not performed. The device was returned for analysis.